Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative who was receiving baclofen (2000 mcg/ml at 211 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a fall, date unknown. The patient felt like they were not getting the same level of therapy like they were getting before and requested that the catheter be moved higher in the spine. A dye study was performed in (B)(6) 2021 and was successful. The existing catheter was cut and tied off and a new 8780 catheter was implanted 2 levels higher. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative who was receiving baclofen (2000 mcg/ml at 211 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a fall, date unknown. The patient felt like they were not getting the same level of therapy like they were getting before and requested that the catheter be moved higher in the spine. A dye study was performed in (B)(6) 2021 and was successful. The existing catheter was cut and tied off and a new 8780 catheter was implanted 2 levels higher. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.